Manufacturer narrative:
As of today, no additional information is available and at this time our investigation is complete. Should additional information become avaialble this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to rapidly conducted atrial fibrillation. The episode started in the monitor only zone and then progressed into the vt-1 zone where therapy was delivered. There were no adverse patient effects reported. The device remains in service.